Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with generator with version 4.0.0 + 4.1.0. The customer states that when the closure fast catheter was placed to treat the patient's gsv, the rfg2 unit stopped working in the middle of the case. Customer tried using a new catheter and the machine was still did not work. The case was aborted and the customer will be rescheduled for another procedure. No medical intervention or patient harm.

Manufacturer narrative:
Submit date on: (B)(4) 2012. An investigation is currently underway upon completion the results will be forwarded.